Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). No device problem found. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested and the following was obtained: please confirm if it was the needle or the suture that bent when pushed through the tissue. It was the needle. Please provide the name of the procedure. I have been told it was for a colorectal procedure. How many devices were used during this procedure that experienced this quality issue? 2 devices. Packets of product were returned for analysis with the packaging closed. Upon initial inspection to the sample, no external damages were observed on the packet. In order to evaluate the conditions of the returned samples, the packet was opened, and no defects were detected. The swage and attachment area were noted to be as expected. The curve of the needle was intact and no needle bending could be observed at the tip, body or swage area. The suture was dispensed without problems and examined along the strand to detect any issue on the suture and no defects were observed during evaluation. A functional test was performed, and the pull force result was above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Associated events have been reported via mw #2210968-2022-00740.

Event description:
It was reported that a patient underwent a colorectal procedure on (B)(6) 2021 and suture was used. During the procedure, the needle bent easily when pushed through tissue, also the needle snapped from the suture on a few strands from the same box. Another like device was used to complete the procedure. There were no adverse patient consequences reported. Additional information was requested.